Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with vizigo which has a brim cap detachment and side port broken. It was initially reported by the customer that when the vizigo sheath was opened from the packaging, it was noticed that the hemostatic valve was broken off of the vizigo sheath. The vizigo sheath was replaced and the procedure continued with no further issues. Additional information was later received indicating it was the side port that was broken and also the brim cap had detached and the hemostatic valve totally separated.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with vizigo which has a brim cap detachment and side port broken. It was initially reported by the customer that when the vizigo sheath was opened from the packaging, it was noticed that the hemostatic valve was broken off of the vizigo sheath. The vizigo sheath was replaced and the procedure continued with no further issues. Additional information was later received indicating it was the side port that was broken and also the brim cap had detached and the hemostatic valve totally separated. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component with reddish residues; however, no issues with the sideport tubing or brim cap were observed. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record was performed for the finished device batch number, and no internal actions were identified. Since the hemostatic valve was found dislodged, this failure could be related to the brim cap issue reported by the customer; therefore, the customer complaint was confirmed. The sideport tubing broken could not be confirmed. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve dislodgement identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported sideport broken. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).